Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 3 months later and limb occlusion in the patient's left leg was noted. An intervention procedure was carried out to treat the occlusion that was located in both the endurant left limb and main body bifurcate. A bare stent was implanted in the patient at the point of occlusion to secure blood flow and the event was reported to have been resolved. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.